Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was exhibiting undersensing. No changes or interventions were reported. There were no patient consequences.